Manufacturer narrative:
In addition, the customer advised that they have found that the patient port was loose and replaced the entire front panel to correct it and that the unit passed the performance verification test and has been placed back into service. No further information was provided about the circuit leak.

Manufacturer narrative:
Date of report: 31aug2021.

Event description:
It was reported that the ventilator had an incident back on (B)(6) 2021 where the user said it had a circuit leak. No issue at the time of the call, the customer wanted to report the issue. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer reported that the issue may have been caused by using a mask that was too large for the patient. The customer advised to have found that the patient port was loose and replaced the entire front panel to correct it and that the unit passed performance verification test and has been placed back into service.